Manufacturer narrative:
Certas plus (ID: 828806) has been returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 8. The valve was visually inspected and the needle guard was slightly raised on the side of the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheter was irrigated and no occlusion noted. The root cause for the, for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. A possible root cause for the issue ¿since obstruction was suspected.¿ reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As shown in the investigation no occlusion issues were noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via lumbar peritoneal (lp) shunt on (B)(6) 2023 with setting 7. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Due to suspicion of obstruction, the valve was removed and replaced on (B)(6) 2023. Based on information provided, it is unknown if the patient presented with signs and symptoms due to the product problem.